Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the model number 2400l and serial number (B)(4).

Event description:
It was reported that upon interrogation the device exhibited a diagnostics anomaly. The device remained implanted.